Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in a catheter is confirmed and was determined to be use related. One 3 fr per-q-cath with a stiffening stylet and t-lock inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. About 47 cm of the stiffening stylet was observed to be protruding from the proximal end of the t-lock, and bends were observed in the portion of the stylet within the catheter. A hole was observed in the catheter approximately 6 mm distal to the strain relief. A microscopic observation revealed the split was diagonal, but straight with very rough edges. The catheter was dissected, and additional damage was observed on the inner wall of the catheter at the corners of the split, suggesting the damage originated from within the catheter. The characteristics of the damage observed on and within the returned catheter suggest the damage was most-likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rebz1200 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that "when testing the catheter, a hole could to be observed after the fixation flap, even following the manufacturer's recommendation."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one photograph depicting a portion of per-q-cath catheter. The depicted region included a portion of catheter shaft and a portion of molded joint. The catheter tubing near the joint exhibited curved and bunched shape memory. The visible depth marking was elongated. The catheter deformation and bunching were consistent with damage caused by attempted removal of the inlaid stylet against resistance. Such resistance can occur if removal is attempted prior to wetting the stylet and if removal is attempted through a constricted or tortuous pathway. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of rebz1200 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that "when testing the catheter, a hole could to be observed after the fixation flap, even following the manufacturer's recommendation."